Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for igg-2 tina-quant igg gen.2 (igg-2) on a cobas 8000 c (701) module. The date of event is an approximation. The customer did not provide the date of event. The initital igg-2 result was 25.9 (unit of measure not provided) with a data flag. The sample was repeated by auto-dilution and the result was 18.1. The customer stated this result was "transmitted." It is not clear where this result was transmitted. It is not clear which of the customer's results were believed to be correct. The sample was tested by electrophoresis and the result was 33.9 g/l. There was no allegation that an adverse event occurred. The igg-2 reagent lot number and expiration date were not provided.